Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer (se) inspected the device and found the evq to be damaged. The se replaced the evq, performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated an exhalation flow sensor (evq) error message. Although requested, it is unknown if the ventilator was in use on a patient at the time of the reported event.